Manufacturer narrative:
Per additional information received on february 7 2024, indicated that the procedure was breast augmentation revision. Manufacturer¿s reference number: (B)(4). The initial report mistakenly reported incorrect date for devices' photo evaluation in section h10. The correct date is february 7, 2024.

Manufacturer narrative:
Device evaluation completed on march 24, 2024. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During visual evaluation, a bubble within the gel was observed on the smooth high profile xtra 355cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel exposures were detected during the analysis. Bubbles in the gel can originate with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with a mentor memorygel xtra, 355cc silicone, breast implant experienced bilateral silent ruptures postoperative. As a result, patient underwent bilateral removal on (B)(6) 2024. This report relates to the right side.

Manufacturer narrative:
Devices' image evaluation completed on january 18, 2024. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per new information received with the device indicated that the patient also experienced pain bilaterally and it was diagnosed by ultrasonography, therefor pec silent rupture replaced by symptomatic rupture in both sites. As a result patient underwent bilateral replacements as follow: l/ cat: smhx350, sn: (B)(6), r/cat: smhx350, sn: (B)(6). Manufacturer¿s reference number: (B)(4).